Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The device was observed to be post-paced t-wave oversensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the asymptomatic patient presented in clinic for a subsequent follow up, and the device showed further post-paced t-wave oversensing. The device was reprogrammed.